Event description:
Boston scientific received information that during the implant of this right atrial (ra) lead, the lead dislodged when the right ventricular lead was being positioned. During the second attempt to place this ra lead, it was noted that the helix would not retract. This lead was extracted and successfully replaced. No adverse patient effects were reported. The ra lead was returned for laboratory analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned with the helix fully retracted. There was blood infiltration in the helix housing, in the terminal pin and through the conductor coil. The helix was tested and it was confirmed that it could not extend. An x-ray was performed and revealed that the conductor coil was fractured approximately 15 mm from the lead¿s terminal pin. Due to the location and nature of the fracture, it mostly likely occurred when the helix was being extended. Microscopic inspections of the electrode tip found no anomalies that would have contributed to the dislodgement. Laboratory analysis was able to determine that the issues with the helix were due to a fracture close to the terminal pin; however, the observation of dislodgement could not be confirmed.